Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and keypad anomaly. Customer's blood glucose reading was 465 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer¿s current blood glucose level was 279 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were hard to press and had to be pressed very hard to get a response. Customer advised the time advanced on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened up button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked reservoir tube lip and minor scratched display window.